Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 5.0 x 150 mm armada 35 referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure of the non-tortuous, heavily calcified, left superficial femoral artery, after atherectomy was performed, the 5.0 x 150 mm armada 35 balloon dilatation catheter (bdc) was taken to the lesion and inflated once to 6 atmosphere (atm), but ruptured. The device was removed without reported issue and a 5.0 x 60 mm armada 35 bdc was taken to the lesion and inflated once at 8 atm, but also ruptured. After removal of the device without complications, the procedure was completed using a 5.0 x 20 mm armada 35 bdc, with a good result. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabel lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot and relabel lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.